Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged aortic, and a non-medtronic guidewire was used during the procedure. Subsequently, a new valve was placed surgically.

Manufacturer narrative:
Updated data: b5. D6b. Date of explant unknown. Year confirmed valid. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient received a identification (ID) card with the incorrect status of the valve. The ID card was updated. Additional information was received that the medtronic valve was explanted during the surgical valve replacement.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329, (lot: 0012460558); product type: 0195-heart valves; product ID l-evolutfx-2329, (lot: 0012367905); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the vlv evolutfx-29, there was dislodgement of the valve from the deployment depth of 2-3 mm on the non-coronary cusp (ncc) and 4-5 on the left coronary cusp (lcc) to 20 mm on the ncc and 20 mm on the lcc. This led to 3+ mitral regurgitation as a result of the dislodgement. Patient anatomy was identified as a contributing factor to the event. The valve was snared, and an attempt was made to pull the valve up. The patient was scheduled to undergo surgery as a planned treatment.